Event description:
The customer reported that the coolant was leaking and running out from the thermogard xp ivtm system (s/n (B)(4). The customer used a second thermogard console to complete the ivtm therapy. No further information was provided regarding the details of the treatment. The patient's status information was requested, but the customer did not provide a response.

Manufacturer narrative:
The thermogard xp ivtm console (s/n (B)(4) was evaluated at the customer site. The reported complaint that "the coolant was leaking and running out from the thermogard xp ivtm system" was confirmed during visual and functional inspection. The coolant pump was cracked. The root cause of the crack could not be conclusively determined. However, mishandling and overtightening during previous service call cannot be ruled out. Visual inspection of the thermogard console showed no other physical damages to the console. A review of the event log showed no significant error messages or discrepancies. It was not possible to perform functional testing as the coolant pump was cracked, and the colwell was empty. The defective coolant pump was replaced to remedy the problem. Following service, the thermogard console passed all tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint, and there was one similar complaint reported for thermogard console with serial number (B)(4). (B)(4) was reported on (B)(6) 2022 for the same problem, coolant pump leakage, and the coolant pump was replaced. Our historical complaints data does not suggest any issues with the coolant pump, which supports mishandling/overtightening by zoll service personnel.